Manufacturer narrative:
This MDR related to the puerto rico manufacturing site has been assigned a medwatch number from the medtronic minimed northridge site, per variance 5. Inserted a test p-cap into the retainer ring, and it locked in place properly. The following were noted during visual inspection: crack in the battery tube threads, crack in the case on the battery tube side which starts at the corner of the left belt clip rail, crack in the middle (enter) keypad button, scratched case. The pump was received with a battery cap. The contact was properly attached, and the weld spots holding it in place were still intact. The pump was received with a critical pump error (open book image). The first attempt to download/upload using crest/thus was unsuccessful. The second attempt to download a xtest file and then upload the bootloader traces was unsuccessful as well. The case was cut open. Did not note any signs of previous moisture presence or corrosion inside the battery compartment or on any of the boards, assemblies, and the motor inside the pump. After plugging a known good pcba2 and a known good pcba1 into the test case, the pump booted up normally. After plugging a known good pcba2 into the test pcba1 and then the test case, the pump booted up normally again. After plugging the test pcba2 into a known good pcba1 and then into the test case, the pump booted up to a critical pump error (open book image). The force sensor zero offset measured within spec = 23.62 mv. In summary, the customer¿s report of a crack in the case was confirmed during testing. The critical pump error (open book image) is due to pcba2. Medtronic submits this report to comply with FDA regulations 21 cfr parts 4 and 803. Medtronic has made reasonable efforts to provide as much relevant information as is available to the company as of the submission date of this report. This report does not constitute an admission or a conclusion by FDA, medtronic, or its employees that the device, medtronic, or its employees caused or contributed to the event described in the report. Any required fields that are unpopulated are blank because the information is currently unknown or unavailable. Medtronic will submit a supplemental report if additional relevant information becomes known.

Event description:
It was reported to medtronic minimed that the customer the insulin pump was damaged. The customer reported no adverse event. The event involved product mmt-1780kl. Troubleshooting was performed and there was no damage to the retainer ring. No harm requiring medical intervention was reported. The customer will discontinue using the device. Mmt-1780kl was requested and customer response was the device was returned.